Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was suspected to exhibit intermittent oversensing. It was noted the oversensing didn't appear to affect device function. No further information was available. This ra lead remains in service. No adverse patient effects were reported.